Event description:
It was reported that indicated battery charge dropped 50 percent in a short period of time. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on sudden battery level changes and shared battery best practice tips, and caller agreed to monitor system and contact support again if issue continued.